Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the tissue injury. It was reported the mitraclip procedure was performed on (B)(6) 2022 to treat grade 4 degenerative mitral regurgitation (mr). The first clip (11005r253) was implanted without issues. To further reduce mr, a second clip was advanced, but no attempt to grasp the leaflets was performed because an anterior leaflet tear was observed on the lateral side of the first implanted clip. The decision was made to not implant the second clip because there was no room nor was it safe to place that clip laterally to try to improve the leaflet tear. Mr remained at 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported serious injury/ illness/ impairment was a result of case specific circumstances as no treatment was provided for the tissue injury and unchanged mr. Based on available information, a cause of the reported tissue injury could not be determined. The reported unchanged mr appears to be due to the reported tissue injury. The reported patient effects of tissue injury and mr as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.